Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an episode of ventricular fibrillation (vf) resulting in a syncopal episode while driving. The patient received four shocks from the device, the first three did not convert the arrhythmia. After the fourth shock, the patient had a sinus beat and then pacing resumed. The physician described the rhythm after the first shock appeared to be asystole; however, it was still being detected by the device. The physician did not believe there was any noise, just very fine vf. A technical services (ts) consultant was contacted and requested a save to disk be performed and inquired if the leads were functioning normally, which the field representative indicated the leads were functioning normally. The patient was in for defibrillation threshold testing and had a successful conversion with a 31 joules shock.